Event description:
Per complaint (B)(4), patient experienced lack of primary stability due to fracture of bone during implant insertion.

Manufacturer narrative:
Follow-up submitted to report device evaluation.